Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(4). The patient manages their diabetes with pills, diet and exercise. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient denied developing any symptoms. The patient stated that they visited the emergency room (ER) where they had their blood sugar checked every four hours. The patient could not recall the blood glucose readings obtained. The patient reported being treated with insulin at the ER. The alleged issue was resolved with troubleshooting. The cca educated the patient on correct use and replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia after the alleged issue began.